Manufacturer narrative:
The insulin pump received the blank display, problem isolated to mother board. Unable to confirm external flash crc alarm and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had external flash crc error. The customer's blood glucose value was 173 mg/dl. Customer reported they were able to clear the alarm. Customer reported pump did require rewind. Customer able to complete rewind. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.